Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: promus element,mr,ous 2.50x16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The stent strut rows 8-11 (counting from the proximal end of the stent) were damaged and flattened. The undamaged section of the crimped stent od(outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 200mm distal from the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 16mm in length target lesion was located in the severely tortuous, severely calcified and 2.25mm in diameter left anterior descending artery (lad). A 2.50x16mm promus element ¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.